Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, sc connector non-significant indent in seal did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8711, lot# n172940005, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, the patient had a pre-op catheter dye study done in preparation for a routine pump replacement procedure. The dye study was normal. On (B)(6) 2015, during the routine pump replacement procedure, when the physician disconnected the catheter from the pump he saw tissue in the connector and the csf (cerebrospinal fluid) flow was sluggish. The connector and a portion of the catheter were removed and replaced with a new sutureless connector. After the revision, the flow when aspirated was easier. The issue was resolved. The patient status was reported as "alive-no injury." The device system was delivering morphine (20 mg/ml at 2.89 mg/day) and bupivacaine (20 mg/mg at 2.89 mg/day).